Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak on a home pd system kaguya set. This was further described as ¿a liquid leak was found under the machine during the first cycle" of peritoneal dialysis (pd) therapy on an amia cycler. The treatment was switched to manual therapy at the patient¿s discretion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to d10: concomitant product: home pd system kaguya (previously submitted as amia pd cycler) additional information was added to h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.